Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the plug unit becoming corroded while the user was handling the device which led to an unstable electrical connection. As a result, the suggested event occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was not confirmed. Additionally, the stopper pin of the nozzle was deformed and the image was occasionally noisy when the connector was shaken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the flex video scope had a e315 error. The issue was observed during maintenance and inspection for use for a diagnostic (enteroscope) procedure. The procedure was completed using a similar device. No extended sedation or procedure delays, and no patient harm was associated with this event.